Event description:
Lt ruptured implant. 30 year old white gravida zero, female status post right subglandular inframammary polyurethanes in 1989 for augmentation. Some left discomfort a while, but increased in 1993. Skiiing accident where pole hit left axilla. Extensive cardiac work up negative. Complaining of progressive systemic problems including left arthralgias, myalgias, parethesias, fatigue, headaches, shortness of breath, irritable bowel syndrome. Otherwise healthy. Nonsmoker. Mammogram on 03/15/93 showed possible left rupture. MRI positive left rupture. Exam left grade I contracture, tender on left. Surgery 09/2/93 postive left rupture, coherent gel, tapioca like, widely ruptured envelope. Moderate capsule (thick) with extensive "histio".